Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient died during a procedure. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation (af) a farawave pulsed field ablation catheter was selected for use. The devices were prepared properly and transeptal access was obtained. Since the beginning of the procedure the patient had left atrial flutter, and when the physician was looking for the left superior pulmonary vein (lspv) with the guidewire, accidentally entered the left ventricle. Then, the patient was given atropine before the first application. Patient was on af and turned into a sinus rhythm after some applications. When moved to the left inferior pulmonary vein (lipv) the physician noticed that the patient's blood pressure was low, and he was on ventricular fibrillation (vf) and ventricular tachycardia (vt). The patient was given more atropine and cardiopulmonary resuscitation (CPR) performed. The patient was paced on the right ventricle with maximum output without any response. The patient did not make it. The device will not be returned as it was disposed.

Manufacturer narrative:
Describe event or problem updated based on additional information.

Event description:
It was reported that a patient died during a procedure. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation (af) a farawave pulsed field ablation catheter was selected for use. The devices were prepared properly and transeptal access was obtained. Since the beginning of the procedure the patient had left atrial flutter, and when the physician was looking for the left superior pulmonary vein (lspv) with the guidewire, accidentally entered the left ventricle. Then, the patient was given atropine before the first application. Patient was on af and turned into a sinus rhythm after some applications. When moved to the left inferior pulmonary vein (lipv) the physician noticed that the patient's blood pressure was low, and he was on ventricular fibrillation (vf) and ventricular tachycardia (vt). The patient was given more atropine and cardiopulmonary resuscitation (CPR) performed. The patient was paced on the right ventricle with maximum output without any response. The patient did not make it. The device will not be returned as it was disposed. The patient blood pressure went down to 5 and almost 0. 1 mg of atropine was given before first application on lspv, and an additional 1 mg was given after the vt. Normal lv function, ef was at 60%. The patient did not have history of a coronary artery disease.